Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, small vegetation was noted on the lead. The patient also had endocarditis and a sternal wound infection was observed. Additional information received indicated that the lead was returned in pieces. There were no additional adverse patient effects reported. The rv lead was abandoned surgically.